Event description:
Lap chole - "during initial 10mm clip applier trial, upon placing first clip on duct the clip 'crossed' over itself. The next clip fell into the patient while in open form. A few clips after that showed to be slightly staggered on not lined up properly (see separate images attached in email)". Type of intervention: "a loop was attached to ensure no leaking occurs post-operatively."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.